Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, the generator emitted a sound and the titanium blade was found to be broken into 2 pieces. Case completed with another blade with no complication for the pt.